Event description:
The facility reported that the infusion rates are off, found during use with no patient involvement. There have been no incident reports filed since the last baxter service event. No add'l info.